Event description:
Caller states the pt tested 6.4 inr and 5.1 inr on the coaguchek system and 3.2 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect sys and replacement was sent. Comparison performed in a medical facility.